Event description:
The st. Jude medical representative reported that during a follow-up, when the device was interrogated it was in a hardware vvi reset mode. It was noted that for the last month, the pt has felt pacing and shortness of breath. The decision was made to explant the device.